Event description:
Information was received that the cadd legacy pump had high pressure alarm and was not working. Early am, pt spontaneously called on call service claiming both pumps not working/high pressure alarm. Pt a little confused, unable to walk her thru trouble shooting process. Pt was alone, called 911, since unable to get infusion going. Spoke with rn from ER at (B)(6) where she was taken. Rn stated all she did was replace batteries and pump working fine. Pt was not symptomatic with remodulin not running, but rn stated pt seemed confused. No further information available. Unsure if pt hospitalized from trip to ER. Dose or amount: 99.9ng/kilogram/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2016 to current. Infusion life-sustaining. Pt went to ER and they were able to get pump started.